Event description:
We were informed on october 7, 2024, about an event regarding a patient with medtronic deep brain stimulation (dbs) system. The patient underwent a medtronic dbs lead and lead extension replacement with (B)(6) devices for an unknown reason. The physician's name is dr. (B)(6), and the surgery took place at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).